Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room with symptoms of dizziness and fatigue. The patient's heart rate was 30 beats per minute and a chest x-ray confirmed that this right ventricular (rv) lead had dislodged. A revision procedure was performed the following day and this rv lead was repositioned. No additional adverse patient effects were reported.